Manufacturer narrative:
(B)(4). The customer returned an opened kit which included an introducer needle for evaluation. The needle and needle hub were visually examined under magnification. The needle hub was observed to have a several cracks along the body of the hub emanating from the open proximal end. The needle hub was tested for leaks by attaching the arrow-raulerson syringe (ars) filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record (DHR) review was performed on the introducer needle/hub and did not reveal any manufacturing related issues. The report of a cracked needle hub was confirmed by visual examination of the returned needle as several cracks were observed on the needle hub. Functional testing also confirmed the needle hub leaking at the crack location when in use. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the ars (syringe) leaked during insertion. A new kit was used.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates the needle hub cracked in use.

Event description:
The customer reports the ars (syringe) leaked during insertion. A new kit was used.